Event description:
It was reported that the battery became hot and the pump was warm to the touch. The reporter denied bodily harm due to the temperature.

Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.